Event description:
It was reported that the leads were reversed inside the connector header. The device was programmed to 40 ppm in aai mode for ventricular support. The patient was not pacemaker dependent.